Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient had high blood glucose due to bent cannula on (B)(6) 2026.which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by changing the infusion set.